Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft with xpedient delivery system was inserted into a patient for the endovascular treatment of an abdominal aortic aneurysm in 2003. Aneurysm morphology is unknown and the patient's iliac arteries were reported to be extremely calcified and moderately tortuous. The patient's arteries were also reported to be small, due to calcium, and devoid of stenosis. It was reported that the physician unsuccessfully attempted to advance the delivery system through the right iliac artery. The delivery system was removed and a 22f dilator was advanced with difficulty, into the artery. It was reported that the delivery system was reinserted into the right iliac artery but failed to reach the aneurysm and began to buckle. The delivery system was removed, a 22f dilator was reinserted and removed, and the delivery system was then reinserted. The delivery system reportedly began to bend and was removed from the patient. It was reported that the procedure was aborted and the patient's aneurysm was not treated. The patient was reported to be fine post procedure and no sequelae were reported. It is unknown if the patient's aneurysm has been treated.